Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event took place in united arab emirates. The patient was admitted to the hospital on (B)(6) 2025, due to severely elevated blood sugar levels, which measured 520 mg/dl. Treatment involved intravenous insulin administration. The hospital stay lasted for six days. Prior to admission, the patient experienced symptoms including dizziness, abdominal pain, and vomiting. Notably, ketone levels were significantly high, registering at 3+ on the measurement scale. No further information available.